Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse found problem with system running on battery power. The fse replaced batteries that resolved the problem. The fse performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the event site is (B)(6) medical center.

Event description:
It was reported that while the customer was performing a routine check, the cs300 intra-aortic pump (iabp), shut off when unplugged from the ac wall outlet and would not run on battery power. However, there was no patient involvement, and there was no adverse event reported.